Event description:
Customer reported that his insulin pump was misreading units, showing a discrepancy of 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting assistance from technical support, and no further actions were taken.